Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the valve could not be investigated for any malfunction or quality deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Based on the operative report provided by the health-care provider, this patient initially presented with [native] aortic valve insufficiency which was felt to be possibly due to previous endocarditis. His aortic valve insufficiency was severe. Therefore, he was referred for aortic valve replacement (avr). Initially, a 25 mm edwards valve was placed, but after coming off bypass, there was evidence of possible perivalvular leak. It was unclear if this was around the annulus or if this was through the actual sewing ring of the valve. The surgeon was unsure, therefore, he went back on bypass and performed redo-avr with a 23 mm edwards valve (same model). Initially, there was similar impression of the perivalvular leak; however, after protamine was given, the leak resolved. The patient tolerated the procedure well.